Event description:
It was reported that during visit, the thresholds had increased. X-ray showed the lead had dislodged. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.